Event description:
Customer alleged obtaining a discrepant blood glucose results of 358 mg/dl 267 mg/dl and 176 mg/dl back to back on the aviva system when testing was performed under 10 minutes apart. No adverse event reported. No actions taken based on device results. A request was made for the return of the suspect device and replacement product was sent.